Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu unit had a system error code 133.6090 was confirmed through a log review of the suspect pcu unit logs; however, it was not replicated during extensive laboratory testing. The suspect pcu was power cycled (on and off) twenty (20) times in effort t to replicate the event; however, the reported code was not produced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect pcu was power cycled (on and off) twenty (20) additional times. No issues or anomalies were noted. The performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hour (mah) range. On (B)(6) 2025 at 7:55 pm, an intermittent infusion was programmed with a rate of 200 ml/hr, volume to be infused (vtbi) of 100 ml and a concentration of 10 mg/ml for ertapenem. At 8:15 pm the pump module alarmed for a partial occlusion on patient side. A primary volume infused (pvi) of 64.706 ml was recorded. At 8:26 pm the infusion completed, and the system was powered off. A pvi of 100.007 ml was recorded. At 8:58 pm the system was powered on and an intermittent infusion was programmed with a rate of 250 ml/hr, vtbi of 250 ml/hr and a concentration of 4 mg/ml for vancomycin. The infusion completed at 9:58 and a pvi of 250.02 ml was recorded. The system was powered off. At 10:05 pm the system was powered on and alarmed for malfunction (error code 121.2070 - comm_no_response_failure). Between 10:06 pm and 10:10 pm the system was powered on four (4) times and the system alarmed each time immediately for malfunction (error code 133.6090 - main_speaker_failure) and after three (3) seconds alarmed for malfunction (error code 121.2070 - comm_no_response_failure). On (B)(6) 2025 between 9:49 am and 1:40 pm, the system was powered on five (5) times and the system alarmed each time immediately for malfunction (error code 133.6090 - main_speaker_failure) and after three (3) seconds alarmed for malfunction (error code 121.2070 - comm_no_response_failure). On (B)(6) 2025 between 12:19 pm and 2:28 pm, the system was powered on three (3) times and the system alarmed each time immediately for malfunction (error code 133.6090 - main_speaker_failure) and after three (3) seconds alarmed for malfunction (error code 121.2070 - comm_no_response_failure). The internal and external inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and retorque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error code 133.6090. There was no patient involvement.